Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/29/2009, 06/02/2009, 06/17/2009, 06/19/2009, 06/22/2009, and 06/24/2009 by phone, fax, and mail. A completed questionnaire was received on 06/18/2009. This report was mailed to FDA on: 06/26/2009.

Event description:
A surgeon reported a patient experiencing vision problems following intraocular lens (iol) implant surgery. The surgeon reported the iol had been implanted upside down. The patient reported headaches, trouble focusing when using both eyes, poor near vision, sensitivity to light, and reflections seen by others following her iol implant surgery. The implanting surgeon reported that posterior capsule opacification had been previously noted. In a follow up, the implanting surgeon reported the event should resolve with treatment.